Manufacturer narrative:
Device not returned by customer. The impella rp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) years old (B)(6) female patient had impella rp pump inserted. The patient had internal bleeding, there was presumed swelling of the leg, abdomen and pelvis area due to impella rp insertion site, and as a result two (2) units of packed red blood cells (prbcs) was administered.